Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Also, the lower reading from the upstream sensor was below spec which will make the device more sensitive to false air in line alarms. The upstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported a spectrum pump had constant air in line alarms. It was also reported there was no pt involvement.